Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a "fracture" was observed in the luer connector of a prismaflex m150 set during continuous renal replacement therapy. The set was replaced to continue treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.